Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced breathing difficulties during therapeutic plasma exchange (tpe) using a prismaflex tpe2000 set. The patient¿s oxygen saturation was reported to be at 85%. This occurred 30 minutes after the treatment started and during administration of the first albumin bag. The plasma exchange was interrupted. Medical intervention of oxygen as well as IV administration of antihistamine was provided to the patient. Treatment was subsequently resumed. The outcome of the patient was not reported. No additional information is available.